Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00651.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician made several passes using the cat8 with little aspiration. Upon removal, the physician noticed a kink near the distal end of the cat8. A new cat8 was then inserted and several passes were made; however, upon removal, the physician noticed the cat8 to be kinked near the distal end. It was also reported that the physician experienced resistance while inserting both cat8s into the sheath. The physician then decided to change the sheath and realized that it was severely kinked due to the antegrade access and patient¿s anatomy. The procedure was then ended at this point. There was no report of an adverse effect to the patient.